Event description:
Dealer advised left motor gearbox is leaking grease on enduser carpet. Dealer did not advise of property damage. Dealer advised do not know if greased was cleaned up or not, (B)(4).